Manufacturer narrative:
Pump received with no button response due to lcd keypad connector unlocked. Pump received with minor scratched display window.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 270 mg/dl. The customer stated all buttons were not responding. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.